Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy s22 with android operating system version 13. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced muscle spasms, body stiffness, numbness, weakness and anxiety. The customer was unable to self-treat and was given honey by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. The customer reported issue for missing high and low alarms . Known good sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and after warm-up sensor was scanned again and enabled ¿high glucose alarm¿ and ¿low glucose alarm¿ features in the app and high glucose alarm threshold was set to lowest and low glucose alarm threshold was set to highest glucose value . Nano amps were adjusted on the keithley till high and low glucose alarm were triggered. Alarms functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble (bluetooth low energy)connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were missing. An extended investigation was performed. Visual investigation has been performed on returned sensor and no issues were observed. The sensor was found to be in sensor state 5 (indicating normal termination)with event logs 3 and 4 indicating sensor normal termination of the sensor without any error. The sensor was activated with a known good reader and signal and sound icons were observed as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected to software and isf (interstitial fluid) command was sent to receive the first five ble (bluetooth low energy) packets .first 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The passing of accuracy testing and generation of 5 ble packets indicate that there were no issues with sensor functionality and electronics with the returned sensor. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy s22 with android operating system version 13 with app version 2.11.2.11107. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced muscle spasms, body stiffness, numbness, weakness and anxiety. The customer was unable to self-treat and was given honey by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.